Event description:
It was reported that review of a remote transmission showed that a week post-implant of the right atrial (ra) lead, the measured p-wave amplitude had increased since implant, however one day of low p-wave amplitudes was noted. The transmission also showed that the right ventricular (rv) lead exhibited high thresholds which triggered an alert and appeared to be a chronic known issue. An observation for low out of range (oor) rv pacing impedance was triggered three days post-implant of the ra lead, however pacing impedance values for the patient also appeared to be chronically low. It was also noted that there was a slight decrease in rv defibrillation impedance observed following defibrillation thresholds testing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.